Event description:
It was reported to MFR as told by direct supply (dse) via the facility - it was reported that the following occurred on the morning of (B)(6), per dse their customer reported an accident that occurred with a resident falling through the commode opening of one of their hoyer slings. The sling criss-crosses and has an opening for the commode and were told the resident slid through - hips first and then hit her head on the base of the lift. Injured resident was treated at hospital/clinic and released the same day; resident rec'd 9 staples in her head. There were two c.n.a.'s present at time of incident. Resident's weight is (B)(6). Product was taken out of service. After further investigation it was confirmed that the customer used a hoyer proactive lift sling on a hoyer classic passive lift. The sling in question will not safely interface with the hpl402 lift that was being used. Facility did not properly assess the resident, sling or pt lift. MFR sent a list of slings to dse to relay to customer which is compatible with their hpl 402 lifter. No product deficiency is claimed. On (B)(6) 2011, retraining was provided to the facility.